Event description:
Customer reported event occurred in picu pt with complex medical history, on multiple medications to support her hemodynamic and neuro status (epinephrine, dopamine, vasopressin, fentanyl, versed, IV fluids, etc). Four pc units were used for all of the medication administration. For the pc unit of interest, epinephrine (5mg/50ml) was running at 0.3mcg/kg/min, dopamine (250mg/50ml) was running at 20mcg/kg/min and IV fluid was running at 75ml/hr. The nurse reported two incidents when she observed error alerts. The first time was "no communication" and second time was "channel error". At the "channel error" alert, she noticed the screen of the epinephrine module was flashing red. Pt pressure was reported to be dropping to as low as 85/25, which almost required a code call. Nurse quickly moved the syringe over to another pc unit. Once all meds were transferred to other pc units, the nurse attempted to turn off the pumps and wasn't able to do so. Preliminary log review found that the channel errors occurred on a different pcu (sn (B)(4)). A separate file has been opened for that event. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.